Event description:
It was reported that the wake button was unresponsive. There was no reported adverse impact to the customer's blood glucose. The customer declined to troubleshoot or provide additional information regarding the issue.